Manufacturer narrative:
Device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Device is not available to the manafacturer.

Event description:
Twenty-four hours after the successful stent assisted embolization of a right anterior choroidal artery aneurysm; the patient had a sporadic cerebral cortex stroke on both sides. There was a thrombus formation in the treated territory. The patient was given argatroban for six days following the infarction. The patency of the vessel was restored and the patient recovered. 20 days post procedure the patient was discharged with no residual effect. The physician stated that the relationship between the reported stroke and the device is unknown.

Event description:
Twenty-four hours after the successful stent assisted embolization of a right anterior choroidal artery aneurysm; the patient had a sporadic cerebral cortex stroke on both sides. There was a thrombus formation in the treated territory. The patient was given argatroban for six days following the infarction. The patency of the vessel was restored and the patient recovered. Twenty days post procedure the patient was discharged with no residual effect. The physician stated that the relationship between the reported stroke and the device is unknown.